Event description:
It was reported that the patient had alleged pressure ulcers. It was also reported that the patient was not sure if it was a stryker product he was on, but it was a non-powered surface that felt like foam. No clinically relevant delay in treatment was reported.

Event description:
It was reported that the patient had alleged pressure ulcers. It was also reported that the patient was not sure if it was a stryker product he was on, but it was a non-powered surface that felt like foam. No clinically relevant delay in treatment was reported.

Manufacturer narrative:
Clarification of serious injury: grade 1 pressure ulcer.conclusion: manufacturers' investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Supplemental report submitted as investigation determined the alleged complaint could not be confirmed because the hospital was not able to identify or provide the unit involved in the alleged event. The hospital stated it was a non-powered surface but could not identify the model or if it was manufactured by stryker. Device could not be identified/located by hospital.